Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had cup revision with 40 head and liner due to multiple dislocations. Patient was revised to constrained liner on (B)(6) 2020 due to multiple dislocations. On (B)(6) 2020, the patient presented with a dislocated hip, revised to constrained liner with +12 head on (B)(6) 2020. It is noted pt has frequent falls and has an abundance of soft tissue in the lower half of the body. Doi: (B)(6) 2020, dor: (B)(6) 2020, affected side: left hip.